Event description:
Subsequent to the initial medwatch report, the following information was received: the unstable chest pain started on (B)(6) 2014. Although per study physician, the chest pain is not related to the implanted stents, 80% re-stenosis in the 3.5x18mm xience prime was also reported. On (B)(6) 2014, the patient experienced elevated troponin, less than 2 times the normal upper limit. There was no additional information provided.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2014:creatinine kinase(ck)= 51, normal upper limit 195; (B)(6) 2014:creatinine kinase-myocardial band (ck-mb)= 10, normal upper limit 25; (B)(6) 2014:troponin = 0.20, normal upper limit 1.7. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience prime, everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x38mm xience prime stent was successfully implanted in the obtuse marginal coronary artery and a 3.5x18mm xience prime stent was successfully implanted in the proximal circumflex (cx) coronary artery. On (B)(6) 2014, during a follow-up, the patient presented with chest pain requiring hospitalization. Medication was given and diagnostic imaging was performed on both previously implanted vessels. The previously implanted, 3.5x18mm xience prime stent, showed 80% re-stenosis and was treated with medication. The patient was discharged home on (B)(6) 2014. There was no additional information.